Manufacturer narrative:
Method - device not returned, follow up with representative.

Event description:
It was reported by a patient: "I had kyphoplasty surgery. It did not change the shape of my damaged vertebrae. I am still in pain because the operation does not do as claimed." No additional information was reported.